Manufacturer narrative:
User facility submitted medwatch number mw5086409. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 05 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown; flow rate: unknown; procedure: unknown; cathplace: unknown; infusion start time: unknown; infusion stop time: unknown. It was reported that "pt [patient] was to have a 96 hour infusion of fluorouracil which started on (B)(6) [2019] therefore...pump should have finished infusing on (B)(6) [2019]. Pt presented to infusion clinic on (B)(6) [2019] stating the pump completed infusing early this morning. Pump was checked and was correct pump."